Event description:
Mw: (B)(4). Employee ¿cracked¿ the heel warmer, per instructions. The heel warmers contents exploded out of the top and landed on employee. This included the content getting into her right eye. The employee was seen by employee health and cleared to return to work.

Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
See related medwatch report number (B)(4) in h10. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Supplemental report is being filed since the related report number (B)(4) was not originally included in the corresponding block h relate report number field of medical device report number 1423537-2024-00020 dated (06/01/2024). The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Manufacturer narrative:
Related medwatch report number 2100230000-2024-8004. Follow up report being filed since the investigation has been completed. Actual sample was not returned for investigation after multiple requests to the customer. Therefore, the root cause for crack in infant heel warmer could not be confirmed. A review of the device history record could not be performed as a lot number was not provided. Cardinal health will continue to monitor and trend all similar reported product related issues.